Manufacturer narrative:
A correction supplemental MDR is being submitted due to h10 information provided. Section g6, h6: and h10 has been updated. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the transcatheter heart valve (thv) procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and aortic valve replacement (avr) patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest (hypertension, iron deficient anemia, area 25.1x21.3 mm(CT) 421.0 mm2, moderate native valve calcification, horizontal aorta,) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by edwards japan affiliate, after a transaortic tavr procedure with a 23mm sapien 3 valve in the aortic position, a pouch suture was performed. Access site was obtained via second intercostal space. The distance between access site and aortic annulus under was 59 mm fluoroscopically. When certitude sheath was inserted, sheath was faced second intercostal space and was inserted almost standing position. 23 mm certitude delivery system was advanced but crimped the valve got stuck native valve calcification. Although balloon aortic valvuloplasty (bav) and sheath were laying or turning, it could not be advanced. Bleeding between access site and sheath was confirmed. Volume load and vasopressor were administrated. However, blood pressure (bp) decreased to 60-70's mmhg. Bleeding volume was approximately 1300 ml. It was decided to change access site. The sheath and the delivery system were withdrawn slowly, but further bp decreased, vasopressor was added. However, heavy bleeding was in progress with bp 10 mmhg. As hemostasis was difficult, emergency thoracotomy was performed under extracorporeal membrane oxygenation (ECMO). New device was prepped. Although the 2nd certitude esheath and 2nd certitude delivery system were advanced, the bleeding could not be stopped. Access site rupture was confirmed. The ascending aortic artery was repaired. Aortic valve replacement (avr) was performed. Replacing extracorporeal membrane oxygenation (ECMO) to percutaneous cardiopulmonary support (pcps), the patient left operating room. On postoperative day (pod) 1, pcps was withdrawn, and the patient's hemodynamics was stable. The causal relation of the event with both the device and the procedure was determined as "related". As per follow-up, on an unknown date, the patient's head-CT revealed multiple cerebral infarction (mci). The patient responds to pain, but there is dilated pupils slightly. The patient remains hospitalized.